Manufacturer narrative:
Here are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several unspecified bd syringes had defects, including a crack in the barrel and foreign matter, described as ¿light black/brown fluid residue¿ in the barrel¿s fluid path. These defects were observed before use and there was no report of serious injury or medical interventions.

Event description:
It was reported that several unspecified bd syringes had defects, including a crack in the barrel and foreign matter, described as ¿light black/brown fluid residue¿ in the barrel¿s fluid path. These defects were observed before use and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Two loose 10ml assembled syringes were received by bd from unknown batch # and p/n. The samples were visually evaluated. Syringes appeared used so evaluation was performed through the sample pouch. Syringe #1 - a crack in the barrel was observed running lengthwise. Syringe #2 - unknown light black/brown fluid residue was observed inside the barrel's fluid path, between stopper ribs, and outside the fluid path covering large portion of the plunger rod. No cracks were observed in the barrel of syringe #2. The sample returned does not match the complaint product. DHR review could not be completed as there was no batch number given. Root cause could not be determined. No CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that several unspecified bd syringes had defects, including a crack in the barrel and foreign matter, described as ¿light black/brown fluid residue¿ in the barrel¿s fluid path. These defects were observed before use and there was no report of serious injury or medical interventions.